Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation determined the event was due to a software issue, specifically impacting the influenza a h1-2009 target. In this case, the digital signal processing (dsp) algorithm called the target incorrectly. The unexpected positive result was due to a software malfunction.

Event description:
There was an allegation of questionable gm eplex resp pathogen 2 panel eua results from the gm eplex base analyzer. The initial testing detected hrv/ev and influenza a subtype h1 2009. The repeat testing detected only hrv/ev. Influenza a and the subtype of h1 2009 were not detected. The customer was unsure which result was correct.

Manufacturer narrative:
The investigation performed a subsequent scan data analysis that indicated the presence of anomalous noise. This noise contributed to the initial positive result for the influenza a h1-2009 subtype; the process results exceeded the predefined threshold. While the calculated curve fit technically met the criteria for a positive call, its determination was primarily influenced by the anomalous noise, causing the algorithm to incorrectly register a positive detection for the target in question.